Manufacturer narrative:
H10: as the lot number for the device was not provided, a lot history review could not be performed. The sample was not returned to the manufacturer for evaluation; however, medical records were provided for review. The investigation is confirmed for perforation of the inferior vena cava. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown snf vena cava filter allegedly experienced perforation of the inferior vena cava. This information was received from a single source. The malfunction involved a patient with no reported consequence. The male patient age and weight were not provided.

Manufacturer narrative:
The lot number for the malfunction was not provided. The device has not been returned for evaluation; therefore, the investigation is inconclusive for perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model unknown snf vena cava filter allegedly experienced perforation of the ivc. This information was received from a single source. The malfunction involved a patient with no reported consequence. The patient¿s age, weight, and sex were not provided.